Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on 04-15-2016. The customer reported that when he had the tape not stick to his body he had a high blood glucose event. The customer stated he did not know what the blood glucose was at the time of the incident. Patient's current blood glucose was unknown. The customer was thirsty and had frequent urination. Blood glucose value when admitted to hospital was around 900mg/dl. The customer had high stress. The customer was wearing the pump at time of hospitalization. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.